Event description:
Reporter, a caregiver, has received the er1 message on meter and subsequently retested. Reporter stated patient "normally runs high" and the retest result was "hi". Reporter followed normal protocol for this patient. Color comparison chart not used.